Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the stimulator wasn¿t working. The patient stated it was charged, but they can¿t get it to work. The patient told the healthcare provider (hcp) a few months ago that they needed the device checked. The patient did not know when the issue started because they were in so much pain, but the device does relieve some of it. The patient stated there was always a constant pain, and then the pain comes in their legs when they are readjusting their body. The patient stated it was working well until this happened, and it started this year, maybe a month ago. The patient had a loss of therapy. No further complications were reported.